Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was 600 mg/dl. Customer stated he was in the hospital for 5 days and been home as of yesterday and still not able to get blood glucose under control and was getting strong odor of insulin. Customer experienced symptoms such as nausea, headache, sleeping and vomiting. The customer was treated with insulin drip for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that drive support cap was normal. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they performed high pressure test and test was passed. The insulin pump will not be returned for analysis.